Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the first implant surgery was "messed up" because the surgeon implanted the battery too high. According to the consumer the manufacturer's representative (rep) marked an "x" on their back and the surgeon implanted about four inches above the "x" so the implant was located right below the shoulder blades. It was noted that the surgeon stated they normally placed the battery up a little higher. The rep. Came in after surgery to program the device but they had a lot of difficulties with readings because of where the battery was implanted. It was further reported stimulation didn't go down the consumer's legs and hit the wrong places so the reps. Told them they would need to have the battery placed in a different area. As a result a revision took place on (B)(6) 2016. Following the revision the consumer still had terrible pain between the shoulder blades from the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient answered the letter by phone. Got another letter. They answered by phone. Still device don't work. Then they got the second letter. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that half the time it was on and half the time it was not and it had never worked right because the doctor put it in wrong. The consumer stated the implant was put in too high so it had to be redone as it didn¿t work at all when it was put in. The consumer noted it never worked on both legs, it worked about half and that was the best they could do without surgery again. The patient was not getting coverage for his pain and they couldn¿t even get a reading on the implant as it was not in the correct place. The consumer mentioned the patient had longer leads put in and got some relief but it never worked like it should have worked.